Event description:
Additional information has been requested and received stating that my vision was still blurry and hazy. Still had trouble with bright lights. Doctor upon recent visit recommended holding off on the cornea transplant. Visit was scheduled for (B)(6) 2024.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that, on (B)(6) 2018 he underwent cataract surgery on left eye and also got implanted company stent for glaucoma. Then on (B)(6) 2018 he undergone the same cataract and stent surgery on right eye. Everything went well until on (B)(6) 2023. Started having pain in the left eye. Went to the optometrist, after several attempts to heal the eye, doctor suggested to see an eye specialist to have another treatment for the eye. On (B)(6) 2023, was examined by doctor and told about the surgery and got informed that the company stents had been recalled. Doctor said that the stent had moved out of position and had poked a hole in my cornea. Then told me the stent would have to be trimmed and a cornea transplant would be done. They recommended another doctor who was consulted on (B)(6) 2023 and had surgery on (B)(6) 2023. Trimmed the stent and lasered the hole in the cornea. The cornea was still swollen. On (B)(6) 2024, it was told that the doctor probably did not insert the stent deep enough. Also, said he had done about 20 stent surgeries with no problems. Customer found that the recall had happened on (B)(6) 2018. Also read that the doctors should cease using the stents and return the unused ones to the company. Company and the FDA also suggested the doctors notify all patients with the stents of the recall and also they should be checked every six months. Customer added that the doctor did not notify him. The pain had been severe. Additional information has been requested.